Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarms due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer's parent reported via phone call, the insulin pump had alarmed button error. The alarm has occurred previously and they have had several issues. Customer's blood glucose was 260 mg/dl an hour prior to the alarm occurring. Customer's parent didn't recall any significant event which may have caused the device to alarm. Customer's parent was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's parent agreed to return the device for analysis.